Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely detached from the implant body. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely detached from the implant body. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device. Icc was unintended use error caused or contributed to event.

Manufacturer narrative:
The reported allegation of the spacer being broken due to a very wide spinous process was confirmed. The device was returned and visual inspection confirmed that the spindle cap was completely detached from the implant body. The damage was sufficient to prevent functional testing. Therefore, the probable cause of the reported event was due to unintended use error. The damage to implant indicates that the failure was due to deployment against resistance.

Event description:
Device analysis was performed on the returned spacer, it revealed that the spindle cap was completely separated from the implant body due to weld failures on all four welds.